Manufacturer narrative:
(B)(6). One smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of occlusion alarms that occurred after the pump was started or during priming. The log also showed occurrences of "power lost while pump was on" and "no disposable alarms." Functional testing did not duplicate the reported alarming. One possible, but unconfirmed, problem source was listed as a defective downstream occlusion sensor and/or backup capacitor.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an unspecified alarm. Per reporter the details of the alarm were unknown and no additional information was available. No adverse patient effects were reported.